Event description:
Account reported a platelet count of 62,000 on an emergency room pt. The account had informed the emergency room that the result was not confirmed and they would be calling with the confirmed result. The slide was reviewed which showed a platelet count of less than 8,000. The emergency room was contacted with this result. The physician was already planning to transfuse the pt with 4 units of platelets based on clinical presentation of the pt. No injury reported. The account was unwilling to provide further info.